Event description:
Customer reported issues with the wake button through an email, but no specific date was provided, so the event date was set to december 12. There was no reported adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and a callback.